Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2016; 6947m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had elevated high thresholds. The lead was revised and testing yielded acceptable thresholds from tip to pocket. The lead remains in use. No patient complications have been reported as a result of this event.